Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects from the distal end due to clogging of the channel mount unit and unsupported scope error e315 due to corrosion on the plug unit. There was no patient involvement.